Manufacturer narrative:
(B)(4). Patient experienced multiple missing sensor wires. Additional reports are being captured under: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. Patient reported that upon removal of the sensor pod, they could not see the sensor wire and therefore, believed it must be retained. Patient did not report any signs or symptoms of sensor wire retention. Additionally, further follow-up with the patient was performed and when asked about deployment, did not reference retracting the collar. No injury or medical intervention was reported. No additional event or patient information is available. No product was returned for investigation. Confirmation of the reported issue of missing sensor wire was not determined. A root cause could not be determined.